Manufacturer narrative:
A customer contacted resmed to report that an astral device battery was charging to only 98-99% capacity and not reaching 100%. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge to full capacity. There was no patient injury reported as a result of this incident.